Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a patient received a percival pvs23 sutureless aortic valve implant as part of the sure-avr trial. The site reported no abnormalities and the patient was discharged with normal valve functionality. On (B)(6) 2018 the patient was readmitted and received a reintervention for endocarditis. The site performed a root replacement and coronary re-implantation. The device was not explanted.

Manufacturer narrative:
The site provided an update to the sure-avr database containing the following information regarding the endocarditis: onset was primary, and the microorganism is streptococcus gordonii. This information has been included in an updated event description in section b5. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual, sterilization and performance standards required at the time of manufacture and release. If streptococcus gordonii was present on the tissue valve before sterilization, it would be killed very easily by the manufacturers liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against streptococcus gordonii. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of streptococcus gordonii with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; thus there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. The manufacturer has made several attempts to follow-up for additional information and has not received any follow-up. Given the information presently available, and because the device is not available for return, no additional investigations can be performed. Based on the verification of device sterilization and the information from the site identifying the valve was not explanted the event can reasonably be attributed to patient factors. However, at this time the exact root cause of the reported endocarditis cannot be determined. If additional information is received the manufacturer will reassess the investigation.

Event description:
On (B)(6) 2018 a patient received a perceval pvs23 sutureless aortic valve implant as part of the sure-avr trial. The site reported no abnormalities and the patient was discharged with normal valve functionality. On (B)(6) 2018 the patient was readmitted and received a reintervention for endocarditis. Onset was primary, and the microorganism is streptococcus gordonii. The site performed a root replacement and coronary re-implantation. The device was not explanted.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.